Manufacturer narrative:
It was reported that during revision surgery, as the surgeon was using the t-handle to ream the femur the handle disengaged from the reamer and stayed in a locked position as he could not reload the reamer back on to the handle. It broke outside of the patient and no pieces fell inside. The affected t- handle, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during revision (unknown if from s&n), as the surgeon was using the t-handle to ream the femur the handle disengaged from the reamer and stayed in a locked position as he could not reload the reamer back on to the handle. It broke outside of the patient and no pieces fell inside. There were no delays in the procedure and no backup. The surgery was completed using an alternative method to extract the femoral reamer. No patient injuries reported.